Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent CT scan of lumbar spine. Impression: 1. There was gas in the left side of the abdominal wall, I believe is from a dlif. There are also some air bubbles in the retroperitoneum and psoas muscle on the left side from the dlif. The left psoas muscle is larger than that on the right consistent with some bleeding within the muscle but the bleeding is not very extensive as the psoas muscles are symmetric at l4 and iliopsoas muscles in the pelvis are symmetric. It is only around l5 and s1 level where the psoas muscle has bled into itself. 2. There is gaseous distention of the colon with air-fluid levels consistent with diarrhea or postoperative ileus. No free fluid is seen. On (B)(6) 2011, patient underwent MRI of lumbar spine. Impression: left psoas muscle enlargement most likely secondary to recent surgery. No evidence of psoas abscess. There was no vertebral body fracture, subluxation, distal cord or cauda equina compression. On (B)(6) 2011, patient underwent x-ray of lumbar spine. Impression: postsurgical lumbar spine. Probable a dynamic bowel gas pattern. Ap x-ray of pelvis and frog leg view of left hip. Impression: degenerative change. On (B)(6) 2011, patient presented for follow up one month after dlif. Patient had diminished sensation to soft touch and pin prick on left thigh. X-ray showed grafts as well as instrumentation in good position. On (B)(6) 2011, patient presented for follow up six weeks post dlif, l3-s1. Patient reported atrophy and edema in left leg. X-rays revealed appropriate placement of implants. On (B)(6) 2011, patient presented for follow up. Patient reported left buttock, posterior thigh and leg radiculopathy. On (B)(6) 2011, patient reported with back pain and weakness down left. On (B)(6) 2011, patient presented for follow up. X-rays showed anterior posterior fusion, no loosening and graft showed no migration. On (B)(6) 2011, patient presented for follow up. Patient reported weakness in left thigh and had post op hematoma. Patient also reported some atrophy. On (B)(6) 2011, patient presented for follow up. Patient complained of radiculopathy, weakness into the left leg, and some atrophy into the left thigh. X-rays revealed anterior-posterior construct, adequate positioning of the implant and graft. Posterior instrumentation showed no loosening. On (B)(6) 2011, patient underwent x-ray lumbar myelogram and CT lumbar myelogram. Impression: 1. L3-s1 fusion as described. Hardware is in place with no evidence of central, lateral recess or foramina stenosis. There are no posterior collections identified. 2. Myositis ossificans left psoas muscle may be attributed to dlif procedure. On (B)(6) 2011, patient reported trouble going up and down stairs and knee gave out too much. On (B)(6) 2011, patient reported lower back pain with radicular symptoms from the si joint down hip and buttocks and lle muscle weakness, with knee pain. Pain increases on sitting. On (B)(6) 2011, patient reported difficulty in ambulation and performing daily activities due to severe pain. On (B)(6) 2011, patient underwent CT of lumbar spine. Impression: 1. Po pedicle screw and rod fixation spanning l3 through s1, with interbody fusion at l3-4, l4-5, and ls-s1, including laminectomies at l4 and l5. 2. Mild dextroscoliosis, apex at l2. 3. At l3-4, streak artifact and thin and thickened dark bands of artifact limit evaluation. No definite disc bulge or focal disc protrusion. Mild facet arthropathy, although the central spinal canal and neural foramina appear within normal limits. Soft tissue calcification extending inferiorly along the left iliopsoas muscle consistent with reported history may represent sequela of prior hematoma or other dystrophic soft tissue calcification. 4. At l4-5, bilateral laminectomy defect. Evaluation is limited due to extensive streak artifact and thin and thickened dark bands of artifact at this level. No definite disc bulge or focal disc protrusion. Mild bilateral facet arthropathy. However, the central spinal canal and neural foramina appear within normal limits. 5. At l5-s1, bilateral laminectomy defects. There is extensive streak artifact and thin and thickened dark bands of artifact, which mildly limit evaluation. Mild posterior osteophytic ridging, most pronounced within the left paracentral/foraminal region, which just abuts the anterior thecal sac. There is mild facet arthropathy, right neural foramen is within normal limits. There is mild left neural foraminal narrowing. In addition, there is a small collection of air just medial to the left facet joint, extending anteriorly within the anterior epidural fat. This may represent vacuum phenomenon emanating from the left facet joint, although nonspecific. The possibility of localized infection or inflammation may account for appearance. No definite abnormal fluid collection identified, although evaluation limited due to streak artifact, particularly on the soft tissue windows. The adjacent paraspinal musculature appears unremarkable. 6. Coarsened linear calcification within the left iliopsoas muscle, consistent with dystrophic soft tissue calcification. On (B)(6) 2011, patient reported of pain in right buttock. Patient had developed calcification due to hematoma after surgery. On (B)(6) 2011, patient underwent surgery for bilateral l3 selective nerve block. On (B)(6) 2011, patient underwent surgery for bilateral l4 selective nerve block. On (B)(6) 2011, patient reported with l5-s1 radiculopathy. On (B)(6) 2011, patient presented for follow up. Patient reported with pain and weakness down lower extremities. Patient had epidural injections but they did not help. On (B)(6) 2011, patient underwent MRI of left knee. Impression: 1. There was myxoid signal within the posterior horn of medial meniscus without definite extension to an articular surface to suggest a tear. 2. There is horizontal abnormality within the anterior horn of lateral meniscus extending to the free edge consistent with tear. 3. Grade ii chondromalacia patellae was identified. 4. A soft tissue ganglion cyst is seen at the lateral gastrocnemius attachment to the femur measuring 1.5 x 0.8 cm. On (B)(6) 2011, for pre-op diagnosis: :retained instrumentation with right clinical lower lumbar radiculopathy, patient underwent: 1. Removal of posterior pedicle rod and screw fixation l3 to s1 with exploration of fusion l3 to s1, 2. Revision laminotomy, laminectomy and foraminotomy right l4-5 and l5-s1, 3. Revision postereolateral interfacet fusion with rhbmp-2, autograft, platelet rich plasma matrix, l5-s1, 4. Scar revision 5cm, 5. Somatosensory evoked potential, direct pedicle screw stimulation technique. The bone was harvested for revision laminotomy and mixed with small amount of bone morphogenic protein prepared per manufacturer's specification on collagen sponge and matrix packed this region for bony fusion into the previous pedicle screw site.